Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously high creatinine (crem) result that was generated by the unicel dxc 800 pro synchron clinical systems for a single patient sample. Crem result of 5.26 mg/dl was reported out of the lab. The physician questioned the result and customer re-tested the original sample and obtained a result of 1.2 mg/dl. A correct report was sent. Treatment was not initiated or withheld based on crem result.

Manufacturer narrative:
All other tests ordered on the original sample were returned, and all matched except the crem. Qc run on the day of event was within lab established ranges. The customer is not aware of any other false crem results generated that day. Service was generated for this event. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.